Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump cracked case at display window corner, minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. No damage noted on belt clip slot.

Event description:
It was reported that insulin pump has cracks around the display window. The blood glucose level was not included in the report. Nothing further was reported.